Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was receive from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient has had prior infection with a prior spinal cord stimulator and did follow up with an infectious disease hcp. Patient was cleared prior to with the recommendations of antibiotic prophylaxis with keflex 500 mgs 2 tablets 3 times a day for 14 days. No device issues and no further complications were reported. Omitted info regarding pe (B)(4) - lead migration, lack of relief.